Event description:
Pt admitted 4/19/94 for vaginal hysterectomy with bilateral sapingo oopherectomy anterior and posterior repair. Discharged 4/26/94. On 5/5/94, pt was readmitted with diagnosis of urethral stenosis. Pt underwent cystoscopy, dilation of urethra, exploration of the urethra, suprapubically with cystostomy and ingestion of the suprapubic tube and release of all the sutures. On 8/16/94, the pt admitted for urinary stress incontinence & surgical repair and removal of foreign body.